Manufacturer narrative:
Additional information was received that the patients symptom was not device related and there will be no further course of action.

Event description:
A report was received that the patient was having higher blood pressure after an implant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8336-70 serial#:(B)(4) description:coveredge 30, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was having higher blood pressure after an implant procedure.